Event description:
It was reported that pump screen locked whenever customer pressed button ¿0¿ on bolus delivery screen. There was no reported impact to the customer¿s blood glucose level. Customer did not want follow-up contact, and no additional information was received regarding actions taken or further outcome of event.